Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit red alarm light is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the 4-way valve was not shifting, the sieve beds were saturated and the pilot valve was defective causing low o2, and the power switch was broken. However, based on the parts replaced, there was no indication of a failure with the lights, so the original complaint issue of the red light not functioning was not confirmed.

Event description:
Dealer is stating that the unit red alarm light is not working.